Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jul-2018 with the following findings: during the investigation, multiple unexplained power resets were observed in the black box. The battery compartment was found to be cracked. Corrosion was observed inside the battery compartment. The battery cap was not returned with the pump. A test battery cap was able to fit to maintain electrical connection and was used to complete a 24 hour duration test, and no power resets were duplicated during that time. A leak test failed with a battery compartment leak. The pump¿s cover was removed, and no further evidence of moisture was observed on the printed circuit board or the internal components. No damage to the power circuit was found.

Manufacturer narrative:
The reporter stated the patient experienced hyperglycemia with blood glucose measuring 413 mg/dl with small urinary ketones and lethargy. There was no indication that the patient required treatment above or beyond the usual course of diabetes management.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There is no indication the alleged product issue caused or contributed to an adverse event. It was reported that the battery compartment was cracked, that moisture was located in the battery compartment, and that the pump experienced intermittent power.